Manufacturer narrative:
The catheter has been requested for return but has not yet arrived for product evaluation. Once it has arrived and the findings are available a supplemental submission will be sent. The lot number of the catheter is unknown; therefore, the device history record review cannot be completed. Additional product codes, dqo, dqe, kra.

Event description:
As reported, during an aortic arch replacement procedure in an adult patient, the swan ganz catheter was sewn into the wall of the superior vena cava. A small amount of blood leaked from the lumen of the catheter. There was resistance at the time of the catheter removal while the patient was in the ICU. A re-thoracotomy was required to remove the catheter. Follow up with facility states patient is recovering from additional surgical intervention to remove catheter.

Manufacturer narrative:
The product was returned for product evaluation. There was damage and leakage confirmed on the catheter. Blood was observed on the optical module connector and inside the balloon. There was a puncture found on the catheter body 31.4cm proximal from the tip. It was approximately 1mm in length. The pa distal lumen was found to be occluded with blood. The catheter balloon did not inflate due to leakage from the puncture. There was leakage observed from the puncture area when air was injected into inflation, injectate, optical fiber and pa distal lumens. There was no leakage observed from the thermistor and thermal filament lumens. The optical module connector was opened and there was blood found inside the connector. There was no visible damage found from the balloon and syringe. An engineering evaluation was completed to assess for any manufacturing related processes which could be correlated to this complaint. Based on the available information there is no evidence that supports or confirms the failure mode is associated with a manufacturing or design defect. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review. The lot number was obtained and the device history record review was completed. All manufacturing inspections passed with no non conformances.